Event description:
During insertion of epidural, pt complained of paresthesia and withdrawal of epidural catheter was performed. No further complaint of paresthesia was reported. Upon inspection, it was noted that the tip of the catheter was missing. This pt later required surgical removal of the epidural catheter tip.